Manufacturer narrative:
Upon receipt, the lead was subjected to a functional analysis. The performance of the device under complaint was scrutinized, including a visual, an electrical and a mechanical inspection. The visual inspection showed deformation of the rv shock coil, which occurred most likely during surgery. The abrasion marks resulted probably due to friction with the ICD housing. The insulation was intact. During the analysis, no deviations were noted which might be related to the clinical observation as mentioned in the complaint description. The lead proved to be within specifications and flawless throughout its inspection. In summary, there was no sign of a material or manufacturing problem.

Event description:
Ous MDR - after an implant duration of about 6 months a lead dislodgement was reported. No adverse patient side effects have been reported. The lead was explanted.